Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of this malfunction was identified as a strip issue.

Event description:
Consumer complaint of hi blood glucose test results. Expected fasting blood glucose test result range is 88 to 151 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 151 mg/dl and 118 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 01/28/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of hi blood glucose test results. Expected fasting blood glucose test result range is 88 to 151 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 151 mg/dl and 118 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 01/28/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1: 151mg/dl (B)(6) 2015 06:49 pm; 2: 253mg/dl (B)(6) 2015 11:14 am; 3: 232mg/dl (B)(6) 2015 09:36 am; 4: 387mg/dl (B)(6) 2015 11:19 am; 5: 553mg/dl (B)(6) 2015 12:44 am. Adverse event not reported.